Manufacturer narrative:
In addition to the finding in b5, the device evaluation found the following: the auxiliary water channel was clogging; the skeletons in the bending section became loose and collapsed. Deterioration/damage of adhesive; part of the insertion tube was caught and pinched; the insertion tube became deformed; the universal cord damaged; the objective lens was cracked; light guide lens defect; crack of distal end resin part; switch damaged; irregularities in appearance of control body; angulation control knob had scratch and deterioration; stain adhered to the objective lens surface and the surface became scratched; air/water leakage from the body control unit and the parts became loose; the air/water channel was buckled and deformed; water invasion in the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope simultaneous movement of the angulation up/down locks (can be disengaged). The device was returned for evaluation. During the device evaluation, foreign material exiting from the channel (including the auxiliary water channel) was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device manufacturing date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to leakage from the up/down angulation control knob, right/left angulation control knob, and biopsy channel, proper reprocessing may not have been possible, and the foreign object may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: cf-h185l/I operation manual chapter 3 preparation and inspection. Cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.